Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroidectomy procedure, this was the third device used from the same box on the same patient. Several clips did not close securely and several more fell off once placed. Clips were retrieved and a new device was opened. There was a delay of five to ten minutes. The patient outcome is satisfactory. There were no adverse consequences for the patient reported.